Event description:
A healthcare facility in (B)(6) reported that the heated circuit in a bc163 bubble CPAP system kit had a coil "that would come loose within the tubing". It was further reported that the coil "would fall down within the tubing but would still heat". The proximal probe at the patient end was "found to be cold because the coil was loose inside the tubing". This caused the mr850 humidifier to give a low temperature alarm. It was also reported that incidents like this only happened on circuits that were used for more than 7 days.

Manufacturer narrative:
(B)(4). Additional information received from the healthcare facility revealed that the affected product was a bc163 bubble CPAP system kit, and not an rt329 infant continuous flow breathing circuit as reported in the initial vigilance report. Brand name, model #, and 510(k) were also corrected. Method: three bc060 inspiratory limbs, which are included in the bc163 bubble CPAP system kits, were returned to fisher & paykel healthcare in (B)(4) for inspection. The returned devices were visually inspected and performance tested for three hours by connecting to an mr850 humidifier. Electrical resistance of the heater wires were also tested using a multimeter. The length of the inspiratory tubes and the distance of the heater wire retainer clip from the airway probe port were measured. The number of heater wire turns (spirals) were also counted. Results: the returned bc060 inspiratory limbs passed all the tests mentioned above. The reported "low temperature alarm" was not replicated during performance check. Conclusion: no fault was found to the returned devices. Our user instructions that accompany the bc163 bubble CPAP system kit state the following warnings: "this product is intended to be used for a maximum of 7 days." "Check that the heater wire is evenly distributed along the blue inspiratory tube and is not bunched or kinked." "Check all connections are tight before use and after any adjustment." "Do not stretch or milk the tubing."

Event description:
A healthcare facility in (B)(6) reported that the heated inspiratory limb of an rt329 infant continuous flow breathing circuit had a coil that became loose within the limb but "still heat". The proximal probe at the patient end was "found to be cold because the coil was loose inside the tubing". This caused the mr850 humidifier to give a low temperature alarm. It was further reported that this incident only happened on breathing circuit that was used past 7 days.

Manufacturer narrative:
(B)(4). The complaint rt329 infant continuous flow breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.